Event description:
It was reported that 3 custom part numbers for the retaining ring breaking. The little ring part broke in pieces which is incredibly dangerous for our patients. All I had to do was squeeze them a little and they broke.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No devices were returned for evaluation as part of this investigation. However, the complainant provided a video. In the video, it is very clear that the retaining ring has been damaged and is not serving its intended function. That said, it is unclear how or when this damage became present. Based on the correspondence from the complainant, it seems they are accustomed to smaller sized tubes where they were able to remove the swivel connector. In the particular tube that the customer is complaining about, the swivel connector is not intended to be removed. Based on this information, it is concluded that the damage to the retaining ring is highly likely to have been caused by a customer usage issue. Without receiving the actual sample for evaluation, it is not possible to make a more definitive conclusion. No corrections or corrective actions are deemed necessary at this time. No problems or issues were identified during this device history record review. Update: h6, h10